Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4).. The customer stated there are four vertical lines in the center of the meter display when it is powered on. Customer performed a display check and there are two vertical lines in the center of the results area of the display. The lines in the display make the result difficult to read so no test was done on the day of the issue. There was no allegation that any test results had been misinterpreted.